Event description:
It was reported that the patient's right ventricular (rv) lead shows noise intermittently due to electromagnetic interference which then triggers the lead integrity alert (lia) constantly. The lead had sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. The physician does not want to intervene with lead and left it to alert all the time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.